Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was reported that the patient's ipg was too deep. The patient will undergo a revision procedure wherein the ipg will be replaced and the ipg site will be modified.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was reported that the patient's ipg was too deep. The patient will undergo a revision procedure wherein the ipg will be replaced and the ipg site will be modified.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure. No device malfunction suspected. The patient was doing well post operatively.

Manufacturer narrative:
Additional information was received that the patient was also experiencing pain at the pocket site. The patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was reported that the patient's ipg was too deep. The patient will undergo a revision procedure wherein the ipg will be replaced and the ipg site will be modified.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was reported that the patient's ipg was too deep. The patient will undergo a revision procedure wherein the ipg will be replaced and the ipg site will be modified.